Event description:
Dr. Inserted the arthrowand turbovac 90 to perform a knee surgery. After approx 15 minutes of using the turbovac 90, dr. Noticed the screen was not on the turbovac 90. At which point, dr. Visually located the screen and retrieved the screen by making an incision near the treatment area. No further investigation was required nor was the pt's surgical outcome effected by this event.